Event description:
It was reported that the handheld computer's screen has been freezing since they have had it and often requires a hard reset as it is not always immediately resolved with a soft reset. The handheld was returned to the manufacturer without the software flashcard. Analysis was completed on the handheld and no anomalies were noted. The flashcard has been requested, but has not been returned to the manufacturer to date.